Event description:
We have a commonly used reusable piece of equipment that we reprocess frequently (according to the IFU) called an alvardo knee holder. This equipment is used during total knee arthroplasty. One of our facilities had a concern regarding a perceived oily residue on the plate of the alvardo. The alvardo was thoroughly investigated. Upon assessment, the alvardo was taken apart and medical air was blown into the crevices of the parallel bars attached to the plate at which time it was discovered that a reddish colored debris came out. It was noted that the threads of the screws were caked with either bio burden or rust (most likely rust as some of the screws were breaking as we attempted to remove them). The manufacturer's IFU for cleaning was followed precisely and this debris was only discovered after making the decision to unscrew the parallel bars which is not part of the IFU. We feel this is a manufacturer flaw that allows for the buildup of bio-burden, rust or both and prevents proper cleaning and should be reported.